Manufacturer narrative:
(B)(4). Concomitant medical devices - persona femur cemented cruciate retaining, item# 42502606201m lot 62304497m persona natural tibia cemented, item# 42532007101, lot 62929165, all poly patella cemented, tem# 42540000032 lot 62833524. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01925, 0002648920-2018-00261, 0002648920-2018-00263. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a knee procedure 3 years ago. During the recent follow up visit, the patient complained of left quadriceps pain, occasional crepitus and buckling with an onset date of approximately 1 year ago. The surgeon did not prescribe any treatment and the pain was relieved by rest and modification in activities. No revision surgery has taken place. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified multiple views of the left knee from different time points were provided which demonstrate a left total knee arthroplasty without hardware failure or loosening. No findings in the x-ray images were noted that correlate the reported buckling and crepitus. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.